Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced ongoing infections at the abutment site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to place an internal magnet on (B)(6) 2017. It was also reported that the patient was treated with oral antibiotics. This report is submitted on june 16, 2017.